Event description:
(B)(4). Same patient as MFR ID#: 2134265-2009-06073. It was reported that post a stenting treatment procedure, restenosis occurred. The visually 75% stenosed (39.8% via core lab analysis), concentric, 10mm long, de novo target lesion was located in the non tortuous and non calcified proximal right coronary artery (rca). The vessel diameter was 3.5mm and the lesion bend was under 45 degrees. During the index procedure, a 3.50x16mm taxus express2 stent was used to direct stent the lesion. The stent was successfully placed in the target lesion, and was post dilated with a 4.0x10mm balloon and stent delivery balloon, reducing the residual stenosis visually to 0% (8.2% via core lab analysis). The timi flow post procedure was 3. The patient was discharged without complications 3 days post index procedure on panaldine and bayaspirin. (B)(6) 2009, the patient developed stable angina pectoris. Cardiac catheterization revealed a 9.9mm long and 49.9% stenosed lesion in the proximal rca with a target lumen diameter of 2.74mm, minimum lumen diameter of 1.38mm and timi-3 flow. The lesion was treated with a cutting balloon resulting in a target lumen diameter of 2.99mm, minimum lumen diameter of 3.37mm and timi-3 flow. This was reported to be target lesion revascularization. The patient condition was reported to have improved and the patient was discharged following a 2 night hospitalization stay. It is the opinion of the physician that this event is related to the taxus express2 stent.

Event description:
It was further reported at the time of the index procedure, that there was timi-3 flow pre treatment. At the time of the event, the patient underwent treatment 5 days after diagnosis. The lesion was visually 90% stenosed (49.9% via core lab analysis). The lesion length was 7.0mm. It was previously reported to be 9.9mm long. The reference vessel diameter was 3.5mm. Residual stenosis following reintervention was visually 25% stenosis (12.8% via core lab analysis).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).